Manufacturer narrative:
Correction to bsc aware date from 03/31/2022 to 03/31/2023.

Event description:
It was reported that there was an untreated event due to t-wave oversensing (twos), the device is programmed to alternate vector and smart pass is on. The patient was seen in clinic and all vectors failed due to r to t-wave ratio. The vector was programmed to secondary as there was no twos observed real time. The patient will be followed for x-rays and treadmill testing. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks on separate occasions due to noise and oversensing. Ultimately, shock therapy was turned off. It was noted that the noise was consistent with an electrode fracture. This patient will be scheduled for an electrode revision. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted and programmed off.

Manufacturer narrative:
Correction to bsc aware date from 03/31/2022 to 03/31/2023.

Event description:
It was reported that there was an untreated event due to t-wave oversensing (twos), the device is programmed to alternate vector and smart pass is on. The patient was seen in clinic and all vectors failed due to r to t-wave ratio. The vector was programmed to secondary as there was no twos observed real time. The patient will be followed for x-rays and treadmill testing. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks on separate occasions due to noise and oversensing. Ultimately, shock therapy was turned off. It was noted that the noise was consistent with an electrode fracture. This patient will be scheduled for an electrode revision. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted and programmed off. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the previously mentioned clinical observations. This patient received an upgrade to a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to bsc aware date from 03/31/2022 to 03/31/2023.

Event description:
It was reported that there was an untreated event due to t-wave oversensing (twos), the device is programmed to alternate vector and smart pass is on. The patient was seen in clinic and all vectors failed due to r to t-wave ratio. The vector was programmed to secondary as there was no twos observed real time. The patient will be followed for x-rays and treadmill testing. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks on separate occasions due to noise and oversensing. Ultimately, shock therapy was turned off. It was noted that the noise was consistent with an electrode fracture. This patient will be scheduled for an electrode revision. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted and programmed off. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the previously mentioned clinical observations. This patient received an upgrade to a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was an untreated event due to t-wave oversensing (twos), the device is programmed to alternate vector and smart pass is on. The patient was seen in clinic and all vectors failed due to r to t-wave ratio. The vector was programmed to secondary as there was no twos observed real time. The patient will be followed for x-rays and treadmill testing. No adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks on separate occasions due to noise and oversensing. Ultimately, shock therapy was turned off. It was noted that the noise was consistent with an electrode fracture. This patient will be scheduled for an electrode revision. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted and programmed off.